Manufacturer narrative:
One 7f livewire tc catheter was received for eval. Charring was observed on the tip electrode. The catheter produced the correct shape when actuating the steering mechanism; no abnormal resistance was encountered. Electrical testing revealed electrodes 1-4 had acceptable resistance values. The temperature response of the thermocouple were confirmed to be within specification. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification for the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported a "pop", and cardiac tamponade were noted during the ablation procedure. The physician states the parameters were set "as usual" and a pop was noted on 9th or 10th ablation. A tamponade occurred and a pericardiocentesis was performed. The pt is reportedly doing well.